Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed; no anomalies were found.

Event description:
It was reported that before implanting the lead, the doctor noticed the lead had an unusual curve at the tip, and that the distal coil had a "strange appearance" (it appeared stretched at the end). Furthermore, when inserting the stylet into the lead's lumen, it was not possible to completely insert it. The lead was not used, and was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.